Manufacturer narrative:
Corrected field: h1. Type of reportable event: serious injury.

Event description:
It was reported that this right ventricular (rv) lead was presenting a drop on intrinsic amplitude. It is suspected for the cause to be a dislodgement, however this hasn't been confirmed. The device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was presenting a drop on intrinsic amplitude. It is suspected for the cause to be a dislodgement, however this hasn't been confirmed. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was presenting a drop on intrinsic amplitude. It is suspected for the cause to be a dislodgement, which was confirm via x-ray. The lead was later removed and a new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Additional information: b5 describe event or problem h6 impact codes and device codes.

Event description:
It was reported that this right ventricular (rv) lead was presenting a drop on intrinsic amplitude. It is suspected for the cause to be a dislodgement, which was confirm via x-ray. The lead was later removed and a new lead was successfully implanted. No additional adverse patient effects were reported.